Event description:
I used a mompinke electric breast pump purchased through amazon. From the first day of use, I noticed an odor coming from the pump motor, but it was not immediately alarming. However, after a few days of use, the odor had grown significantly stronger, becoming more pungent and concerning. This change prompted me to investigate the device more closely, at which point I discovered visible mold inside the motor housing. After seeing a bit of the mold through a small opening in the motor, we attempted to open the motor further to inspect the mold more closely. At that point, the motor began to smoke and released a strong acetone-like odor that quickly filled our home. We had to rush the pump outside, ventilate the house, and move our children to a safer area away from the fumes. We have since moved the motor to a safe location away from our home, but during the last inspection, the chemical odor remained just as potent as the day it happened. I have doorbell video footage of us removing the device from our home. Shortly after using the pump, both my five-week-old newborn and I began experiencing health issues. My daughter was diagnosed with stridor and thrush, and also experienced nasal congestion, diarrhea, excessive crying, and excessive spitting up. I experienced similar symptoms, including nasal congestion, diarrhea, sore throat, itchy eyes, severe headaches, and the onset of symptoms related to my preexisting autoimmune conditions -- crohn's disease and rheumatoid arthritis -- both of which had previously been in remission. I am immunocompromised and have been hesitant to resume my immunosuppressant medication due to the exposure and symptoms. I conducted mold testing using a third-party kit, which confirmed the presence of mold in both my breastmilk and in the air surrounding the pump. As a result, I was forced to discard over 350 ounces of stored breastmilk (58 bags). I have photo evidence of this as well as the samples. I was set to return to work from maternity leave, however, due to my infant's well-being as well as my own, I was unable to do so and was ultimately forced to resign from my position. I still have the device in my possession, and the mold is visibly present inside the motor. I am willing to submit photos and supporting documentation if needed. The product was sold on amazon and marketed as a new, compliant medical device intended for infant feeding. The presence of visible mold -- along with test-confirmed contamination of breastmilk and surrounding air -- raises serious safety and regulatory concerns. I am reporting this in case this is not an isolated case, as I want to ensure the safety of other mothers and children. In addition to the physical harm caused, I have made amazon aware that I am in early postpartum and was already experiencing some mental distress as a result of postpartum recovery, but that distress has been exaggerated and worsened significantly by this situation. Despite my transparency and providing them with every document, photo, and piece of medical information, they have stopped responding to my correspondences entirely. I also want to emphasize that this documentation was not requested -- I provided it on my own because I have received conflicting and unclear information regarding who would be handling my claim or requesting materials. I was also given false information about the claims process, which has added even more confusion and emotional strain. My efforts to resolve this matter have been completely disregarded, and I feel deeply ignored despite the damage this situation has caused to my health and my family. Still in possession of the mold sample tests if needed.